Event description:
The customer contact reported that the device alarmed with an s233 (over temperature - psc) malfunction alarm code. The device was returned to the biomedical department with a note that stated, "s233 malfunction alarm, grinding noise from fan." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device failed the power up test with an abnormal noise coming form the fan and an s233 malfunction alarm code was noted in the device history. No additional info was provided.

Manufacturer narrative:
The device was received on (B)(6) 2014. A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with sn s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found an abnormal noise coming from the fan. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.